Event description:
It was stated by the nurse that the customer was hospitalized for low blood glucose levels. The customer was also treated by the paramedics a few days prior to the hospitalization. The customer's blood glucose reading was 31 mg/dl when the paramedics arrived. Troubleshooting was performed and the insulin pump was programmed correctly. It was stated that the customer was exposed to a cat scan. The customer was unable to perform the displacement test at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.